Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2407003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, 109 unused needle samples were returned for evaluation by our quality team. Twenty (20) of the needles were randomly selected for testing. The samples did not display any defect with the safety mechanisms, and it was possible to activate the safety shield by following the instructions for use. Based on the investigation results, an exact cause related to the manufacturing process or the handling of the product could not be determined for this reported incident. If this issue were to occur in the future, we would greatly appreciate the opportunity to review the affected sample(s). Every lot manufactured is tested prior to release for safety shield activation testing. In addition, our assembly process has a system that inspects all needles for proper opening and activation of safety shield, rejecting the defective ones identified. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Answer received on 04.11.2024. Whether needle alone broke or safety mechanism broke along with needle. The safety mechanism did not work, resulting in a near puncture incident.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle went through the safety clip. The following information was provided by the initial reporter, translated from dutch to english: from our customer, we have received a complaint about the product below. In 1 week, two different doctors had the needle broken through the safety clip. This is normal (quiet) use of the needles. With extra risk of a needle stick accident because of this.